Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had a surgical consultation on (B)(6) 2016 for the issue. It was noted there were no falls or trauma reported that were related to the issue. The patient stated that they had been to their doctor 3 timers and each time was told everything was fine. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the manufacturing representative (rep) reported that they obtained implantable neurostimulator recharger (insr) statistics and performed recharge interval longevity. Group c: .5v, 880 pw, 300 hz, 161 ohms, 4 anodes and 4 cathodes; recharge beginning of life (bol) was 6.7 days and end of life (eol) was 5.68 days. It was reviewed that this seemed appropriate based on recharge frequency and current settings. The rep was going to reprogram the patient.

Event description:
Follow up information received from the patient reported that their doctor refused to take any steps to even check the device placement. The patient got a second opinion where an x-ray and an exam were performed which confirmed the ins was tilted. The patient was referred to an orthopedic neurosurgeon for a redo of the ins. The appointment was scheduled for (B)(6) 2016. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
A patient who was implanted for failed back surgery syndrome and spinal pain reported they were experiencing poor coupling with recharging. The patient stated they met with the doctor and manufacturer's representative (rep) and couldn&#38176;get any coupling bars. The recharger was able to communicate with the implantable neurostimulator (ins) but it was unable to achieve any coupling bars. The patient was going to continue to try as their swelling went down. The rep. Called back on (B)(6) and reported the patient was two weeks from implant and the most coupling they could achieve was two coupling bars. There was also poor telemetry or no telemetry with recharging. The rep. Hoped it was due to swelling and edema, but now the ins had gone dead, and the patient continued to not be able to get a connection with the recharger. The antenna locate feature was used with results of 64-66. Recharging was tried in different positions but this didn't resolve the issue either, and at most they were able to get zero to two coupling bars. The rep. Did not palpate the ins, but said they would try palpation when they met with the patient next. The rep. Suggested if the patient's swelling going away didn't fix the problem, a new recharger should be sent to see if that fixed the problem. On (B)(6) the rep. Called back and started they were only able to get two coupling bars when the patient was standing up, and the ins was overdischarged. The rep. Called back again on (B)(6) and stated they did get six coupling bars for about a minute, but he was really pushing, and it would be too difficult for the patient to charge. The patient stated they thought the ins was tilted in the pocket, and the top connector port was more superficial to the skin than the bottom portion, but the doctor said it wasn't tilted. It was noted the doctor didn't think the ins was too deep either. It was further reported it was taking too long to charge, they were recharging too often, and there was intermittent coupling (four bars or less or six to eight bars). It was noted the ins had a fast discharged rate since the ins was charged to 100% on (B)(6) and discharged as of (B)(6). As of (B)(6) the patient continued to have trouble charging and was planning to pursue a second opinion regarding the ins position in the pocket. The last time the rep. Met with the patient they were able to charge to 50% through careful positioning of the patient.